Manufacturer narrative:
This report is a duplicate of MFR report # 3014845255-2024-02794. Please disregard this duplicate report.

Event description:
The customer provided a photo that shows an intrusion on tooth number 24.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
Report #3014845255-2024-02811 is a duplicate of report #3014845255-2024-02794 issued on 11-27-2024.